Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed, and the number pad on the keyboard was not working. The field service engineer (fse) replaced the retractor bands in the drawers and also replaced the drawer board. Additionally, the fse reset the num lock key on the keyboard. A hardware test application was run successfully, and the customer verified the fix. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 kept failing due to pyxis bus cable error and number pad on keyboard was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.